Event description:
A malfunction was reported on a customer's insulin pump with a code labeled as malf 1. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction code reappeared. As a result, a replacement pump with updated software was sent to the customer. The customer was instructed to use an alternate form of insulin delivery, known as mdi, while waiting for the new pump, and they understood the necessity of programming their settings into the replacement pump upon arrival. The caller acknowledged instructions to return the faulty pump to tandem and that logs would be uploaded for investigation via the mobile app.